Event description:
Related manufacturer reference #:1627487-2019-09366.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #:1627487-2019-09366. It was reported the patient underwent surgical intervention a few years ago (date unknown) where the scs system was explanted. No further information is known.